Manufacturer narrative:
An event of patient device interaction problem associated with residual shunt was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, a root cause of the reported patient device interaction problem with residual shunt could not be conclusively determined. It is possible due to procedural conditions (e.g. Device positioning, incomplete seal of the device, incorrect size, challenging anatomical). There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2025 a 25-18mm amplatzer talisman pfo occluder was chosen for implant using a 8f amplatzer talisman delivery sheath. The occluder was successfully implanted. On (B)(6) 2025, on follow up imaging a residual shunt (right to left) was noted. They suspected that the spiral septum or device insufficiently implanted (no circumferential contact with septum). Another device was implanted. The patient was reported stable and discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.